Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected heating up or hot to the touch noted during testing and monitoring period. The electronic assembly was inspected and no obvious burned components or heat related damage noted however, moisture damage was found on the electronic assembly, motor, and force sensor during the inspection. The pump was received with scratched case and pillowing keypad overlay. No crack on the battery compartment or battery tube lip noted during physical inspection. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was hot and the batteries was not lasting very long starting three days ago. The customer blood glucose level was 24 mmo/l. The customer was assisted with troubleshooting. Customer stated that the back battery compartment side of insulin pump was overheating. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.